Event description:
It was reported that on (B)(6) 2011 the patient experienced intermittent bradycardia. A chest x-ray revealed that the lead dislodged. The lead was repositioned on (B)(6) 2011.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.